Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic with left side chest pain, upon lead interrogation inadequate capture threshold issue was observed. Lead imaging was performed. Lead perforation was suspected. Lead was repositioned successfully. Patient was stable prior, during and post procedure.